Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received in two sections as a result of a break in the hypotube. The break was located at 76.4cm distal to the strain relief. Proximal section of the hypotube break was kinked at the end of the strain relief and at 72.6cm distal from strain relief. This type of damage to the hypotube is consistent with excessive force having been applied to the delivery system. A visual and tactile examination found no damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12feb2021. It was reported that device could not cross lesion. The 83% stenosed, 10mmx4.0mm, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a hypotube break.